Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a patient adaptor separated from the tubing/bushing. The cause of event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the minicap transfer set separated from the tubing. This occurred after treatment of peritoneal dialysis therapy. The patient reconnected the transfer set and went to the hospital. The patient experienced abdominal pain and was given prophylactic antibiotics as precautionary measure. No additional information was available.